Manufacturer narrative:
The lens box was received with no lens in the box. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 into patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.